Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable. Additional information was requested and the following was obtained: please, clarify this event. Did the tissue pad melt? (The pad loose, but not fallen off the clamp arm)? Yes. Or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?)? No. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? No.

Event description:
It was reported that during an open left half hepatectomy procedure, it was found smoke and the white tissue pad split. The broken piece didn¿t fall into the patient. The broken piece was disposed of. A different device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.